Event description:
According to the report: during a laparoscopic sleeve procedure the thread of the suture broke while in use. A different suture reload was used to complete the case. There was no consequence or injury to the patient.